Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd¿ general use sterile hypodermic needle. Regular wall type and regular bevel was found with foreign matter in the hub of the needle." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one sample was returned. It had what appeared to be a smear of lube on the ID of the hub. No notifications were written for assembly batch 7265530. DHR review: assembly batch 7265530 had 208 visual inspection performed on 10,400 parts with one defect noted high shield removal forces. Product was stat. Sampled and accepted. Daily cleaning was performed 27 times during the assembly of this batch. Investigation conclusion: possible root cause: lube gels develop in the lube chamber, and can come loose during cleaning. If there was a lube gel on the rack pin, it would be smeared on the inside of the hub when the hub was loaded onto the rack.